Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was reported that the user had to change the battery more often than expected and that moisture corrosion was located inside the battery compartment there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 10-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 06-apr-2018 with the following findings: during investigation, the pump was returned with corrosion in the battery compartment, and moisture behind the display lens. The battery compartment was cracked above the bumper pad. The pump was unresponsive with no vibratory or auditory alarms, and a blank display screen. The attempt to download the pump history and black box was unsuccessful. A leak test failed due to a battery compartment crack. The pump cover was removed to find moisture ingress in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.